Event description:
It was reported that prior to a breast tissue marker placement procedure, the device was allegedly contaminated with debris or glue. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one unsealed senomark ultracor breast biopsy marker was returned for evaluation. On visual evaluation, the device was returned in a pre-deployed configuration and the trigger was noted to be in unlocked firing position. And it was noted that there was unknown material at the distal end of the needle. No other visual anomalies were noted to the device. On further evaluation, the device was investigated at the manufacturing site. It was noted that the foreign material noted on the distal end of the needle is pga felt/excess filament which was not caught at inspection. And it was noted that the visual inspection was done at approximately 18 inches of the sample tray, where the material would have been blend in the needle as it was small. One electronic photo was provided for review. Photo shows the needle of the marker where plastic like or glue like white clusters were noted. And further the instructions how to use the marker were present along. Therefore, based on the returned sample analysis and the photo review, the investigation for the reported device contamination with chemical or other material is confirmed as the foreign material was noted on the needle and it was consistent with the material used for pga. A definitive root cause for the alleged device contamination with chemical or other material is manufacturing related issue (visual inspection issue). Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiry date: 11/2025), g3. H11: h6 (method, result, conclusion). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, a photo was provided for review. The investigation of the reported event is currently underway. H10: d4 (expiry date: 11/2025) . Device pending return.

Event description:
It was reported that prior to a breast tissue marker placement procedure, the device was allegedly contaminated with debris or glue. There was no patient contact.